Event description:
It was reported that the patient is scheduled to undergo a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the revision procedure is scheduled for (B)(6) 2020. Additional information was reported that the patient underwent a revision procedure on (B)(6) 2020, the ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.